Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br, the device experienced underfill or low draw of a tube with blood. This event occurred several times. The following information was provided by the initial reporter. The customer stated: brand bd, edta tube, in our validation process we verified that the 2ml tubes (lot: 1298945) and the 3ml tubes (1151864) do not aspirate the corresponding one. Blood falls short of marking. We did several tests and even measured the volume of the tube. The 2ml tube aspirates 1.5ml and the 3ml tube aspirates 2.5ml. We have already done several tests, including with other batches, other colleagues also observed the same. In addition, the vacuum of the 2ml and 3ml tubes doesn't even compare to the performance of the 4ml. We are an accredited laboratory and by our standard we need to notify manufacturers and anvisa of any irregularities found in health products so that a better investigation can take place. In any case, we look forward to returning as soon as possible. We notify the manufacturer that it is already aware and assisting.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd¿ tube k2edta plh 13x75 3.0 plbl lav br, the device experienced underfill or low draw of a tube with blood. This event occurred several times. The following information was provided by the initial reporter. The customer stated: brand bd, edta tube, in our validation process we verified that the 2ml tubes (lot: 1298945) and the 3ml tubes (1151864) do not aspirate the corresponding one. Blood falls short of marking. We did several tests and even measured the volume of the tube. The 2ml tube aspirates 1.5ml and the 3ml tube aspirates 2.5ml. We have already done several tests, including with other batches, other colleagues also observed the same. In addition, the vacuum of the 2ml and 3ml tubes doesn't even compare to the performance of the 4ml. We are an accredited laboratory and by our standard we need to notify manufacturers and anvisa of any irregularities found in health products so that a better investigation can take place. In any case, we look forward to returning as soon as possible. We notify the manufacturer that it is already aware and assisting.

Manufacturer narrative:
H6: investigation summary: bd had not received samples or photos for evaluation. Retention samples could not be evaluated as the product expiration date is september 30, 2022. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode underfill. Bd was not able to identify a root cause for the indicated failure mode.